Event description:
It was reported that post op of a hand assisted laparoscopic transverse colectomy procedure the patient was returned to the or thirty to sixty minutes after surgery due to signs of a post op bleeding. The surgeon stated that the patient had lost approximately 1200 cc¿s of blood. The patient required two units of blood products. The surgeon did the anastomosis for the enterotomy exophorially and the second firing to close the otomy during the original procedure. There were no interoperative issues during the procedure and no staple line issues. After seeing signs of a possible post op issue he sent the patient back to the o.r. And did a laparotomy procedure. He saw bleeding at the site of the 10 cm colon section that had been removed; he then sutured over both sections of the staple lines at the anastomosis sites. The patient had a polyp removed during the original surgery at that site. There was no known radiation or chemo treatments performed prior to the procedure and it is unknown what the condition of the patient¿s tissue was at the time of surgery. The surgeon stated that the patient is not obese and the surgery went well. The device was discarded. The surgeon also confirmed the patient is stable.

Manufacturer narrative:
(B)(4). Information unavailable.